Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. The investigation of the pump found no issues with the piezo being distorted. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that the piezo was distorted on a smiths medical cadd-legacy one ambulatory infusion pump. No adverse effects were reported.